Event description:
It was reported that the product was placed and all of a sudden the customer lost ventricular waveform when it was time to give cardioplegia, they pulled out the device and the endoplege balloon was ruptured. They tested and inflated the balloon outside of the patient and saline was coming out of the catheter tip. Use of the ep was abandoned for the rest of the case; they delivered antegrade cardioplegia only. Case was a robotic mvr procedure. No additional patient injuries or complications reported.

Manufacturer narrative:
No CAPA initiated, this was an isolated incident without the ability to determine a root cause.

Manufacturer narrative:
Device evaluation: water was introduced into the device balloon and visually the balloon has not burst. There is interlumen leakage from the balloon lumen to the infusion lumen. The exact point of the leakage cannot be determined. Water was introduced through the infusion and pressure lumens and the water flows from where it should. There was no evidence of leakage from the infusion lumen into the balloon lumen. The contamination guard has been removed from the device. There were no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event.

Manufacturer narrative:
(B)(4) - surgical procedure, delayed. Device evaluation currently in progress.